Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had an impella cp pump support ongoing for the patient in with cardiac history/coronary artery bypass graft( CABG) and new acute myocardial infarction. During support, bleeding was noted from the chest tubes and required heparin to be put on hold and blood products were to be given. Low pump flows were also noted. Several blood products and various sources of volume were administered. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of low pump flow and access site bleeding has been completed. The impella device was not returned for evaluation. Data log was reviewed and there were no motor current spikes outside of p-level changes observed. No position issue alarmed. Suction occurred on 05-apr at p-6 with no flow issue observed which match with clinical state: occasional suction alarms as patient moves and coughs, resolves without intervention. At last couple hours purge pressure low alarmed. No drop in flow observed. No sufficient details provided regarding access site bleeding; pump was removed at bedside and manual pressure held for hemostasis. Low pump flow: per post procedure narrative: cp inserted without issues. Several blood products and various sources of volume administered. Flows starting to get better on impella. The cause of the low pump flow was most likely patient condition related since the issue resolved after volume was administered. The cause of the access site bleeding cannot be determined since complaint device not returned for analysis and insufficient clinical data provided.